Event description:
The initial reporter received questionable elecsys hcg+b results for one patient tested on a cobas 8000 e 801 module. Prior to patient testing, the customer confirmed hcg qc was within the acceptable ranges. On (B)(6) 2022, the patient's initial hcg result was reported outside the laboratory. On (B)(6) 2022, the patient had a new sample collected and tested for hcg. Due to the difference in results, the customer performed repeat testing with the initial sample from (B)(6) 2022 on the same e 801 module. The patient's initial hcg result was 534 miu/ml. The patient's new sample had an hcg result of 29,532 miu/ml. The patient's repeat hcg result with the initial sample was >10,000 miu/ml. The customer performed dilution testing and the patient's diluted hcg result was 21,711 miu/ml. The customer determined the hcg result of 21,7101 miu/ml was correct. The hcg reagent lot number was 58457501 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The customer has started to test all samples in duplicate with hcg orders. The hcg results are being held in the customer's laboratory information system for manual approval. The field service engineer performed visual checks of the sample and the reagent pipettor adjustments. He performed precision testing and an instrument check with passing results. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. There was no indication of a performance issue of reagent or instrument. The investigation reviewed the system's alarm trace and found cleancell short, preclean short, and sample clot detection alarms. The sample clot detection alarm is an indication of possible poor sample quality. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.